Event description:
Patient has a wound on the abdomen caused by limb lead electrodes. Wound team was consulted and treated the patient. The wound required the patient receive extra treatment and increased monitoring. Leads were not saved. Manufacturer response for electrode, electrocardiograph, softrace (per site reporter). So far communication has just been follow-up questions for their investigation.